Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device evaluated by MFR: device disposition unknown.

Event description:
The manufacturer became aware of a literature report from (B)(6) general hospital, (B)(6). The title of this report is ¿articularly placed interfragmentary screw fixation of difficult condylar fractures of the hand¿ which was published in april 2011 and is associated with stryker variax hand system. Within that publication, post-operative complications/ adverse events were reported, which occurred between 1994 and 2006. It was not possible to ascertain specific device or patient information from the article; a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication. Therefore, 1 complaint was initiated retrospectively for different adverse events mentioned in the report. This product inquiry addresses subsidence. The study states, "one case of subsidence was evident on x-rays at 3 months postoperatively. The patient continued to maintain good results with no further increase in subsidence at 32 months of follow-up."